Event description:
It was reported that the ilet insulin pump¿s touchscreen was cracked while the device remained functional, and the patient was advised that it was no longer watertight and that replacement was required; the patient stopped using the ilet and administered insulin via multiple daily injections. Symptoms included hyperglycemia with a reported glucose of 230 mg/dl for about one hour without ketone testing, medical intervention, or acute complications. Outcomes included a temporary interruption of automated insulin delivery and a switch to back-up therapy. Investigation included collection of event details and device history review, along with logistical steps for device replacement. Investigation of this device revealed a damaged touchscreen component consistent with physical damage to the user interface, with no evidence of a device malfunction affecting therapy beyond loss of watertight integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.